Event description:
On 4/27/06, hitachi received a complaint from a pt who had an MRI (hitachi 0.3 tesla airis ii) on the cervical spine on march 28, 2006. He reported that the pulsing was so strong, he could feel it vibrating in his head. He stated that he had a headache for three days following the MRI, and that his ears have been ringing continually since the procedure. As of 5/12/06, hitachi confirmed that the pt still has ringing in the ears (tinnitus), but no headaches. The tinnitus is only noticeable when the surroundings are completely quiet. The pt indicated that he is not planning to seek medical attention for the condition.